Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedances measuring 125 ohms. Technical services recommended performing a commanded shock. Subsequently, a commanded shock was performed and a 41j shock was delivered and shock impedance measured 100 ohms. At this time, they will continue to monitor. This lead remains in service. No additional adverse patient effects were reported.